Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. Reportedly, the customer did not deliver a large enough bolus to cover food consumed. A bolus was delivered to address bg level. Customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
Device not returned.